Event description:
It was reported that during a supply change for the ilet, the user attempting to change the cartridge encountered an ¿unable to proceed¿ message during fill tubing, restarted the ilet, and with guidance performed a dry run to 120 units, then replaced all supplies and successfully completed the fill with visible drops, reconnected, and resumed insulin delivery, consistent with a complete blockage related to the tubing component. Symptoms included hyperglycemia, with a reported blood glucose of 245 mg/dl without symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device problem consistent with a complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.